Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 24-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving gablofen (2000mcg/ml at 421mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the pump connector came apart at the pump connection point and was replaced on (B)(6) 2018. No environmental, external, or patient factors were reported to have caused this issue. The issue was resolved at the time of the report. No symptoms were reported. There were no further complications reported at this time.